Event description:
Following spinal surgery on (B)(6) 2015, I hade been provided with a biomet spinalpak and told by the representative that the surgeon ordered me to use the device 24/7/365. This happened in (B)(6), when I was first presented with the device. "(B)(6)" ebi's rep told me the device was mine, it had been paid for ((B)(6)) and showed me how to use it. In fact, I would end up owing over (B)(6). Upon calling the company, they told me I could break up the amount into equal monthly installments. Around the same time I started using it, I started having severe pain in my lower back, all sides of my abdomen. As the pain worsened, it became impossible to get comfortable. On (B)(6) 2015, early in the morning around 3:00-3:30 I was awakened by a pinching, painful burning sensation in my groin on the inside of my thigh almost following the line of my panties. I tried to go back to sleep, but the burning sensation spread out to the central groin area. I immediately got the panties off and grabbed a tube of voltaren. Liberal application made not a dent in the burning. I then considered my options; I could try an ice bag, which could minimize the burning, or I could use something else. I got a lidoderm patch and after removing the device for two (2) mos, took it off. The pain continued unabated. I realized that this would have the potential to exacerbate the problem, but it did not. I chose the lidoderm patch, even though it had the potential to cause pain upon removal, I was desperate to make the burning sensations stop. As of midnight, (B)(6) 2015, I have not continued using the device. I have not had any experience negative or positive online I am reporting this report. Dates of use: 03 months. Diagnosis or reason for use: prescribed by surgeon w/o my knowledge. Rep showed unexpected.